Event description:
The customer reported philips healthcare that the battery of the heartstart xl did not stay charged. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.